Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had software error detected. The customer's blood glucose level was 204 mg/dl at the time of incident. The customer stated that they were able to successfully clear the alarm and were able to rewind the insulin pump. The customer stated that they got insulin pump errors more than 3 times each and had to rewind but still got error again. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed all functional tests including displacement, and self tests. No pump errors were noted during testing; however, pump error alarm and pump error are found in the pump history file due to software errors.